Manufacturer narrative:
Additional information: manufacturer narrative a review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the infusion of propofol infused much faster than expected. There was patient involvement but no harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11feb2011. The review was performed from the date of manufacture to the present date 14jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the infusion of propofol infused much faster than expected. There was patient involvement but no harm.